Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
Patient said she had 2 cassettes that were previously used that kept stopping and she had to switch them out. No further information at this time. The product issue did not cause or contribute to patient or clinical injury.

Manufacturer narrative:
No lot number was provided; therefore, a history record review could not be conducted. Corrected data: h.6. And h.10.